Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported that the patient experienced issues with the cannula of the infusion set, specifically that the cannula was kinked. The patient noticed symptoms within 3 hours of insertion. The site was inserted in the abdomen, and the patient regularly rotated site locations. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time of the issue was 19.7 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR (B)(4). Device 2 of 2.